Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri cemented stem 12mmx50mm; 5560-s-112; 0102026d. Triathlon cemented stem-15mm x 50mm; 5560-s-115; 0100737h. Tri ts femur sz8 right; 5512-f-802; d3o4l. Tri ts baseplate size 7; 5521-b-700; dla4va. Triathlon femoral distal augment 5mm - size 8 right; 5540-a-802; a733v x 2. Tri post augment sz8 10mm; 5544-a-800; aba9l. Tri post augment sz8 10mm; 5544-a-800; del9z. Triathlon asymmetric x3 patella;5551-g-350-e; 25dj. Triathlon sym cone aug sz a; 5549-a-110; j6ea. Simplex p full dose 1 pack; 6191-1-001; rka157 x 3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "dr...revised right triathlon ts knee implants... Due to infection." Rep confirmed that no further information would be released by the hospital or surgeon and explants are to be retained by the hospital.